Event description:
It was reported that patient underwent an internal fixation procedure on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to non-healing of the femoral neck fracture. All components were removed and competitor product was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "inadequate healing."